Manufacturer narrative:
Patient information was not made available from the site as the physician declined to provide. Device manufacturing date is unavailable. Return requested. Replacement ratcheting handle shipped to site. Medtronic investigation of returned suspect ratcheting handle finds that, as reported, the end cap has been broken off of the handle and is missing. Otherwise, the handle receives and releases instruments without issue. The ratchet mechanism is fully functional in the handle as well. Physical damage - pieces broken. - hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while in a spine procedure, the metal insert, at the top of the site's ratcheting small straight handle, broke. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) is the wo # corresponding to the supplier. The medtronic lot # is: 9213011573 and corresponding manufacture date is: 1/11/2013.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿ on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from (B)(6) 2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿